Manufacturer narrative:
(B)(4).

Event description:
It was reported that an elective replacement indicator alarm was occurring. It was later reported that the end of svc alarm occurred on (B)(6) 2011. The health care provider was aware of the alarm, but did not have the pump replaced before end of svc. Once end of svc occurred, an underdose with symptoms was reported. The symptoms was seizures and the pt was hospitalized. The drug used in the pump at the time of the event was morphine.